Manufacturer narrative:
Device return: one (1) used d1000 tego connector, one used 10ml syringe ( manuf. List # unk). Visual inspection and analysis (pre and post decontamination) was performed. The results recorded there was residual blood in between the silicone sheath and body of the returned tego connector. There were no obvious visual abnormalities with the 10ml syringe. Dimensional analysis of the 10ml luer lock syringe was conducted. The results recorded iso male luer taper: pass; iso male luer thread inside diameter: fail; double lead thread flat gauge: fail (unable to engage, thread ID too small for "go" end of go/no go gauge). Engineering testing and analysis was performed. The returned tego connector was pressure leak tested per the applicable product specification. The results recorded the tego though damaged, was still intact and passed air leak testing in the laboratory setting. The engineering report did record the tego seal near the top surface along the side appeared to be sliced on an angle matching the helix of a double lead thread. Further analysis of the returned 10ml luer lock syringe documents vertical flash at the end of the male luer thread skirt. The luer threads were not iso compliant according to th eiso male luer thread inside diameter gauge and the double lead thread flat gauge. This noncompliant interaction with the tego seal most likely caused the seal slicing that was observed. Findings: engineering testing and analysis was unable to replicate the reported issue with the returned tego connector. The engineering report did identify tego component damage. The source of the damage is typical of connections with a mating device that has a double lead thread that can "slice" the tego seal during connections. The returned 10ml luer lock syringe was evaluated and found to be incompatable. This report and the associated information have been provided to the distributor and reporting facility for their review and records along with a recommendation that the product representatives conduct training and in-servicing of the involved facility staff.

Event description:
Intl ((B)(4)) complaint received involving dialysis catheter; tubing sets that were in use with d1000 tego connectors, lot# unknown. The information (as translated) reports "tego sucks in air." Although requested additional information concerning this incident, device set-ups was not provided. It is the manufacturer's understanding that there were no adverse patient consequences or outcomes.